Manufacturer narrative:
No product is at hand. No product is available and therefore an analysis is not possible. No CAPA is necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pt was undergoing a right total hip arthroplasty, during the procedure, the surgeon was using the md455 (clamp) when the tip of one of the prongs broke off. The surgical team was able to retrieve the broken tip. No harm to pt and no retained foreign object. Diagnosis or reason for use: used during total hip arthroplasty, event abated after use stopped or dose reduced: yes. Complaint received by medwatch report #mw5060204. There was no additional medical intervention required. There was no surgical delay and the procedure was completed successfully.